Event description:
On two separate occasions, the local from the spinal tray kit failed to numb the area when injected. The crna was told that the kit or the drug inside failed to produce the block necessary and the patient could still feel as the drug was administrated.what was the original intended procedure?spinal anesthesia.device #1is this a laboratory device or laboratory test?no.